Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a half day infusor ruptured, leading to a leak. This was noted before use. The device had been filled with deferoxamine in water for injection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot was manufactured between june 27, 2017 - june 28, 2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. The sample photograph showed evidence of a ruptured bladder. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
After further investigation it has been found that this event does not represent a systemic issue for this lot, and therefore a nonconformance will not be opened at this time. Based on this information, there was no systematic breakdown of the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted.